Event description:
Caller reported issues with the pump, specifically that its battery would not charge, leading to the pump shutting down. There was no adverse impact to the customer¿s blood glucose level as it stayed between 54-500 mg/dl. Technical support instructed the caller on troubleshooting steps, including attempting different power sources, but the pump did not respond. As a result, the pump was scheduled to be replaced, and the customer agreed to use multiple daily injections (mdi) as backup therapy until the replacement pump arrived.